Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Event description:
It was reported there were a couple of instances lately, where when the patient's cell phone rang the patient's stimulation had gotten stronger. The number reported was "1.35-2" but it was unclear if that was the patient's setting or the increase in stimulation that occurred. The patient had not noticed if the programmer gave him another position (adaptivestim feature), but did say that the number had increased. Both times, the phone was on his "clip" around 4 to 6 inches away from the device. It was noted the phone did vibrate. The patient was to move the phone to the other hip and to possibly disable the vibration feature on the phone. The patient's status at time of the report was noted as no injury/no adverse event.